Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05188. The patient has two leads (from the same lot). It was reported the patient had fallen. Since falling the patient has experienced overstimulation that leads to pain at the ipg site and down her legs. A diagnostic check revealed high impedance. The patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.